Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem left sz 3 (cat# 02-020-11-0230), truliant tray, cem sz 3f/2.5t (cat# 02-022-45-3025), advanced patella 29m 3 peg implant (cat# 200-07-29). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately two months post op initial tka, this 65 y/o female patient visited clinic with limited range of motion (rom) and complained of stiffness and pain. Patient was prescribed a left knee manipulation under anesthesia. Manipulation scheduled on 28-apr-2022.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study, approximately two months post op initial tka for osteoarthritis, this 65 y/o overweight female patient visited clinic with limited range of motion (rom) and complained of stiffness and pain related to arthrofibrosis. Patient was prescribed a left knee manipulation under anesthesia. Manipulation scheduled on (B)(6) 2022. No further information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and arthrofibrosis. These devices are used for treatment not diagnosis.